Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous, mildly calcified lesion exhibiting 95% stenosis located in the rca. The device was inspected with no issues. The lesion was pre-dilated. It was reported that stent deformation occurred during positioning/advancement to the lesion. The procedure was completed using another stent. The patient is reported to be alive with no injury.

Manufacturer narrative:
Add info: no excessive force used during delivery. The physician assessed the event was due patient morphology. Product analysis summary: the stent was positioned between the markerbands but not meeting specifications due to deformation at the distal end. Deformation was evident to the 1st distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device.